Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, at around 11:00 am, the patient experienced feeling incoherent, lightheaded, disoriented and confused. The cgm reading was 42 mg/dl, and the patient self-treated with candy and juice. After treatment, the cgm reading dropped to low. No fingerstick was taken at that moment, as the patient did not have a blood glucose meter. The patient went to the hospital at around 07:00 pm. When a fingerstick was taken the cgm reading was low, and the blood glucose reading was 338 mg/dl. The patient was treated with intravenous insulin and saline. The patient was discharged after 4 hours. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.